Manufacturer narrative:
(B)(4) / (B)(4) product not returned for investigation. Second lead reported to the FDA 3004426659-2024-00038.

Event description:
On (B)(6), during review of the patient ecog data, high impedance were observed on the right lead (sn (B)(6)). This is indicative of a lead break. Artifact was duplicated when the physician palpated around the head. Evidence of high impedance was noted to have started around (B)(6) 2023. Detection was modified. There is no report of a fall or trauma that could have contributed to a lead break. No action was taken at that time. On (B)(6) 2024 - after performing an interrogation on the patient, impedances 2 and 3 on the right lead (sn (B)(6)) were flat and contact 3 on the left lead (193790) exhibited similar behavior. This supports the hypothesis of a suspected lead fracture on both leads, as impedances should be normal and every time they were measured, they were abnormal. On (B)(6) 2024, the patient underwent lead explants. Both thalamic leads (right and left) that are suspected to be fractured were removed along with the rns neurostimulator. The patient is scheduled to have a reimplant, of the rns system after an MRI is performed to establish new thalamic lead targets. There is no indication of a rns neurostimulator failure. Reimplant of the rns system is scheduled for (B)(6) 2024.